Event description:
The site notified berlin heart inc. Clinical affairs that a pump change had occurred on a patient being supported with the excor pediatric vad system due to an audible "crunching" noise. Additional information provided by the site, on 03-01-2024, reported that the patient was exhibited ldh lab values consistent with hemolysis. The patient's ldh level increased from 508 on 2024-02-13 to 1200 on 2024-02-25. According to the site, the blood pump maintained complete filling and ejection throughout.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient since 2024-02-09 until the time of the event on 2024-02-25 (16 days) we have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.